Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, brown particles in the surface of the shell, crease fold, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify an opening striated in the posterior side and crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is a striated opening in the posterior side assessed as surgical damage, a crease sharp opening on posterior due to a fold flaw opening, and non-penetrating nick.

Event description:
Pharmacist reported intracapsular rupture and capsular contracture, baker grade IV. Left side. Device explanted with total capsulectomy and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Pharmacist reported intracapsular rupture and capsular contracture, baker grade IV. Left side. Device explanted with total capsulectomy and replaced.